Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report: 1627487-2019-05712, 1627487-2019-05713. It was reported that the patient experienced general discomfort and dissatisfaction with the system. In turn, the system was explanted.